Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and without the device to analyze, a cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with enlarged atria. Upon dilator removal, it was noticed that air entered into the sgc. Subsequently, the sgc was removed and exchanged. The procedure was completed with one clip implanted and an mr reduction to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.